Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at cartridge viewing window. The customer stated problem was duplicated and verified. The device was found to have lost programming because it cannot hold all programming after 2 days without power from the battery. It was found to be a battery issue. Replaced aaa battery as soon as possible after the pump gives low battery notification. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked rear housing at cartridge viewing window. No evidence found in the event history log. The reported issue was confirmed. The device was found to have lost programming due to its cannot hold all programming the root cause of the reported problem was found to be a battery issue. Replaced aaa battery as soon as possible after the pump gives low battery notification.